Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose is high. Customer's blood glucose was 450 mg/dl at the time of incident. Customer declined to troubleshoot as he did not want to remove the infusion set. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to meet with doctor and change entire set, reservoir and insulin and treat per doctor's instruction. Customer was advised to call back if they want to troubleshoot any other issues.